Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that starting on (B)(6) 2018 impedance on this lead had started to become out of range and after the conference call hcp got a red alert for out of range impedance. The following physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).